Event description:
A registered nurse (rn) reported to fresenius that when using the tego needlefree connector, there is an increased frequency of arterial alarms, inability to achieve prescribed blood flow rate (bfr), frequent alarms resulting in blood clotting in dialyzer and blood loss. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).